Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "anxiety over textured devices, bilateral lumps and seromas and pain." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion and a linear opening on anterior. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and partial delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Partial delamination on plug strap disk shell assessed as cohesive failure.

Event description:
Patient reported left side "lumps, seromas, pain" and "anxiety over textured devices." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, h.4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Corrected data: the reason for reoperation: "anxiety over textured devices, bilateral lumps and seromas and pain."

Event description:
Patient reported left side "lumps, seromas, pain" and "anxiety over textured devices." Device remains implanted.